Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 537 mg/dl due to a bent infusion set cannula. The customer stated that he generally has issues keeping his blood glucose down. However, troubleshooting was declined for the high blood glucose; however, he mentioned that he would treat by changing his infusion set and administering an insulin pump bolus. The customer was advised on proper infusion set usage and protocol. The insulin pump was not returned for analysis.